Event description:
A customer observed a negative (B)(6) results for a single pt sample while using the vitros eci analyzer. The pt sample result was not reported to the clinician. Biased results of the magnitude and direction observed may lead to inappropriate physician action if reported. There was no allegation of pt harm as a result of this event. This report corresponds with ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into the event determined that a false negative (B)(6) occurred. The true classification of the sample is believed to be positive based upon results obtained from a non-j&j reagent and results obtained from a previously drawn sample. The investigation is unable to determine a definitive root cause, however, the possibility of an unk sample interferent cannot be ruled out.